Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent fracture and migration occurred. A 7.0mmx15mmx150cm express sd renal/biliary stent was implanted in the celiac artery on (B)(6) 2022. However, during the routine CT follow-up of the patient, it was revealed the stent had broken. A piece of the broken stent had migrated to the distal aorta/bifurcation. The physician was unaware of when was the stent broke off and migrated and does not have a plan to remove the stent and re-stent the celiac artery. There were no patient complications reported.